Manufacturer narrative:
Conclusion: applies to the pump serial number (B)(4); conclusion: remains on catheter serial number (B)(4); conclusion: applies the catheter serial number (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. Analysis of the catheter serial number (B)(4) found sc connector non-significant indent in seal did not affect infusion. The pump was used to infuse fentanyl (50 mcg/ml at 10.7 mcg/day) and baclofen (2,000 mcg/ml at 428 mcg/day) at the time of event. (B)(4).

Event description:
Additional information was received from the healthcare provider (hcp) indicated the patient was receiving fentanyl 50 mg/ml at 11 mg/day and this therapy was ongoing as well as the compounded baclofen. The patient's pertinent medical history included hypertension, high blood pressure, thyroid disease, depression. The patient had allergies to amoxicillin, cipro, codeine, erthromycin, floxin, morphine, talacen, albuterol, and aspirin. Further information was not provided.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. Product ID neu_unknown_cath, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was later reported that the patient¿s healthcare provider (hcp) ¿played around¿ with the drug concentrations and dosages before progressing to catheter dye evaluations and other diagnostics. The changes in concentration and dose were not provided. After the initial catheter revision, the healthcare provider reevaluated several different times with the patient and then determined to do a rotor study which was found to be normal. The hcp at that time decided to replace both the catheter and pump.

Event description:
The following information was previously reported under manufacturer report # (B)(4). [Information received from a manufacturer representative via a healthcare provider (hcp) regarding the delivery of an unknown drug in a pain pump. The patient experienced a return of pain symptoms. On (B)(6) 2015, the patient was in the operating room and the catheter was checked for patency and found to be intact. A roller dye study was also performed and found no anomaly. It was confirmed there was no volume discrepancy. The hcp then stated the needle was left in and clear cerebrospinal fluid (csf) was received. The hcp was then going to put dye in the catheter, but did not have time for an indium dye study. No patient information, device information, or interventions were able to be obtained, despite follow-up requests.] Additional review indicates this information pertains to manufacturer report number (B)(4). If additional information becomes available, the information received will be reported under this manufacturer report #.

Event description:
Additional information received noted that approximately 6 weeks prior to report, the patient received only sporadic pain therapy, good sometime and bad sometimes. The other medications the patient was taking at the time of event included soma, wellbutrin, synthroid, lipitor, detrol, and lisinopril. The sporadic therapy continued after an initial catheter revision. The patient was brought back and did a rotor study and checked the catheter, both the pump and catheter were normal, but the doctor elected to change both out. The cause of the event was unknown. The patient status after the device was removed was recovered. There was no patient injury.

Event description:
It was reported that the patient¿s therapy was being weird where the patient was fine most of the time, then it would go haywire and the patient would not be getting any pain relief at all and then it would be back to normal. It was real sporadic therapy effect. The patient¿s healthcare provider (hcp) was going to watch it and then did a dye study on (B)(6). The hcp found nothing wrong during the dye study, but decided to change out the spinal segment of the catheter. They next decided to do a roller study on (B)(6) and it was normal, so they changed the pump and catheter. The pump and catheter were replaced on (B)(6) 2015. There were no alarms or volume discrepancies. The pump was used to infuse fentanyl and compounded baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.